Event description:
The device was used during a gastric resection procedure. Reportedly, the jaws disengaged. The surgeon used another instrument to complete the procedure. The hosp has reported that no pt injury occurred.